Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered a bolus into the pump and received a maximum bolus alert. The customer decided to not deliver the bolus which resulted in customer's blood glucose (bg) elevating to a reading of "high" on continuous glucose monitor. Reportedly. The customer did nothing to address bg level and continued to use the pump for insulin therapy.